Manufacturer narrative:
This supplemental report was created to correct the initial reporter facility name in the initial reporter tab. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket erosion and dehiscence. Additional information indicated that the device was covered with purulent discharge. There were no additional adverse patient effects reported. The implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket erosion and dehiscence. Additional information indicated that the device was covered with purulent discharge. There were no additional adverse patient effects reported. The implantable lead was explanted.